Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate, however the customer was unsure how much insulin was loaded into the cartridge. There was no reported impact to the customer's blood glucose level.